Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm involved with the alleged issue to perform failure analysis, but failure analysis has not yet been completed. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer reported the universal surgical manipulator (usm2) had faults and they had to disable. The clinical sales representative (csr) stated that when inserting the instrument carriage, the surgeon could only get so far and then it stopped and shortly after a fault occurred. The csr stated that they tried to reseat the sterile adapter, instrument, and even tried a system power cycle, but the issue remained. The csr also stated that when the carriage got to a certain point, grinding noise could be heard as well. The customer disabled usm2 and the surgeon proceeded with the case. The technical support engineer (tse) viewed system logs and confirmed multiple errors for usm2 pointing to the axes controller carriage (acc) board. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed, and the reported problem was confirmed in the system logs and replicated. The unit was tested on an in-house system in normal mode with error 23065. The rolling loop assembly was noted to be tangled and damaged. The unit was also tested on a psc fixture test platform (pftp) where the damaged rolling loop was removed, and a gold rolling loop fiber was used to run the unit through the required testing. The pftp testing resulted in no related errors with the gold rolling loop. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.